Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000464, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The issue was confirmed. The power tray fuses were found open. The fuses were replaced and gain calibrations were performed. The system then passed checkout. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not boot up on the truck and needs to be checked out. The blue light on the power button illuminated but nothing else happens. When trying to power off, the blue led in the power button flashes for 10 minutes. There was no patient involvement.